Manufacturer narrative:
Device evaluation:no product returned. As the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon was using the cutting loop for fibroid resection smoothly when the tip of the loop broke during the procedure. We had to replace it with a new loop to continue the procedure. We also had to search for the broken tip of the loop which we eventually found somewhere in the drape. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
Cross reference MDR: 9610617-2024-00520.

Manufacturer narrative:
Additional information is provided in section b5. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).